Event description:
The flow rate "patient fluid removal" on the prismaflex has changed its value )from 350 ml/h to 300 ml/h to 300 ml/h) without any intervention from the users. The real "patient fluid removal" was correct, as reported by the nurses.